Event description:
It was reported that the patient had to recharge everyday due to multiple ¿jump starts.¿ this was the patient's third overdischarge (od) and she was scheduled for a device replacement. The patient now can no longer recharge. The healthcare provider (hcp) decided to replace the implantable neurostimulator

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2009, product type lead. (B)(4).